Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-19215. Related manufacturer reference number:1627487-2021-19216. Related manufacturer reference number:1627487-2021-19217. It was reported that the patient experienced ineffective therapy. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted, and 3 new leads placed to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates x-ray imaging revealed the migration of one lead.it is unknown which lead migrated; therefore, all leads will be reported.